Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to patient and procedural conditions. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment/intervention was performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and thin leaflets. One clip was successfully implanted. To further reduce an xt clip was being prepped. However, physician decided to change to an nt clip. The nt clip deployed on the mitral valve, reducing mr to a grade of 3. However, after deployment, a tear was observed on one of the leaflets. There was no clinically significant delay in the procedure.